Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination revealed that the thread was damaged, so a fastening according to rules is no longer ensured. The exact development of the damage could not be established. It is assumed, however, that the instrument was insufficiently oiled or not oiled after cleaning. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The thread of the remobilization tool jammed. This is 1 of 1 report for complaint (B)(4).